Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer observed a sticky substance on a new cartridge after opening it. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 85 mg/dl.